Event description:
The facility states that, the lens model aa4203tl was implanted and the surgeon noted damage to the lens. The lens was removed without injury to the patient. It is unk what caused the damage to the lens.